Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The delivery system was returned and its evaluation has been completed. Endologix received one (1) alto delivery system for an evaluation. The device was shipped in a large shipping box, within the product box within a transparent plastic bag within the original sterile pouch. There was blood residue present on the device and on the sterile pouch. The stent graft was not returned as it was implanted in the patient as reported. The sheath was retracted approximately 170mm from the base of the tapered tip. There was a kink in the guide wire lumen at approximately 147mm from the base of the tapered tip. There was blood visible in the sheath flush port. The sheath was removed during decontamination. A visual and limited functional analysis were performed. Upon initial visual inspection the oval balloon fill tube exhibited a double kink at a distance of 5mm and 7mm proximal to the proximal lumen spacer in a "z" bend configuration. There was a kink also present in the guide wire lumen at 1mm proximal to the proximal lumen spacer. The bond between the guide wire lumen and the proximal lumen spacer is compromised and the guide wire lumen is able to slide freely within the lumen spacer. For reference the device presented with the distal side of the distal stop fitting to proximal edge of the proximal lumen spacer at 11.5mm. When placed under tension the distance increased to 12.5mm and the "z" bend resolved itself. The device was then placed in the as received configuration with the 11.5mm distance for the functional test. A functional analysis was performed where a 30ml syringe filled with 30ml tap water was connected to the balloon fill port. When the device was held in a straight configuration, with a stiff wire through the guide wire lumen, the balloon was able be inflated with significant resistance and minimal flow rate. Aspiration was possible but significantly slower than anticipated. When the oval fill lumen was placed on an inner curve, the balloon was unable to be filled or aspirated. During device investigation the bond between the hypo tube and proximal lumen spacer was found to be broken by the investigator while tensioning the components. There is one kink in the laser cut hypotube, where the laser cuts begin relative to the uncut section. There is a kink in the polymer fill line approximately 12mm proximal to the proximal lumen spacer. There is a kink present on the sheath of the device at approximately 188mm proximal to the yellow flush port housing which corresponds with the kink in the hypo tube. The remainder of the device is unremarkable. Based on the evaluation performed, the complaint is confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the balloon inflation and deflation problem. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as no clinical harm from the event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date has been updated h3: device evaluated by mfg has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, after deploying the mid-crown of the alto main body, the physician attempted to inflate the integrated balloon; however, the balloon did not inflate. A different different syringe was used and the balloon began to inflate slowly with force. Under fluoroscopy the balloon marker was visualized and confirmed, therefore the physician attempted to deflate the balloon unsuccessfully. The syringe was changed from a 20cc to 10cc syringe, but this was also unsuccessful to deflate the balloon. The balloon was finally deflated using an in-deflation (non-endologix) device. The remainder of the procedure was completed without further complication and an mob (non-endologix) balloon was used for touch-up at 14min. The delivery system has been received.

Manufacturer narrative:
The device involved in this event was returned and its evaluation is pending. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.